Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Planned explant will be performed, no scheduled date has been provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a refractive surprise after 2 days post-implantation of model zxr00 31.5 diopter multifocal iol (intraocular lens). The surgeon targeted the 31.5 diopter lens for zero but the patient's post-operative vision is -3. They are unsatisfied with the result. She was also experiencing a lot of halos and glare as well. For those reasons, the lens will be explanted. Through follow-up, customer reportedly thinks that patient had loss of 2 or more lines of best corrected visual acuity (bcva) as it was measured not by mini max, but by an auto-refractor. Explant hasn't been scheduled yet. It was also noted that patient does not have any pre-existing or current medical condition. No additional information provided.